Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received.

Event description:
It was reported that after implant procedure, the patient was treated in the pacu for pain management and later discharged. The next day, due to extensive pain the patient was unable to bear any weight. In turn, the patient was transferred to the hospital via emergency medical service (ems) and admitted to the emergency room for additional diagnostic testing.